Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the uterine part of the fallopian tubes is embedded with metallic coils bilaterally.") And pelvic pain ("pain;") in a 40-year-old female patient who had essure (batch no. C49141 (left),b93880 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, hyperthyroidism, allergic sinusitis, fibroids, c-section in 1994, missed abortion in 2003 and pelvic adhesions. Previously administered products included for birth control: mirena; for an unreported indication: methimazole in 2014. Past adverse reactions to the above products included adverse event with mirena. Concomitant products included dicycloverine hydrochloride (bentyl), lorazepam, omeprazole (prilosec) and sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating/digestive bloating"), 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), lymphadenopathy ("allergic or sensitivity reaction: swollen lymph nodes"), female sexual dysfunction ("apareunia;"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea;"), fatigue ("fatigue;"), abdominal pain ("gastrointestinal or digestive system condition: severe abdominal pain"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("depression;"), rash ("rashes or skin condition"), dyspareunia ("painful intercourse"), skin disorder ("rashes or skin condition") and abdominal pain lower ("cramps") and was found to have antinuclear antibody positive ("autoimmune disorder: positive ana test") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, menorrhagia, female sexual dysfunction, vaginal haemorrhage, tooth disorder, dysmenorrhoea, fatigue, abdominal pain, abdominal distension, migraine, weight increased, depression, rash, skin disorder and abdominal pain lower outcome was unknown and the antinuclear antibody positive, lymphadenopathy, alopecia and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antinuclear antibody positive, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for event bloating (B)(6) 2018; (B)(6) 2005; and (B)(6) 2015. Recently reported that ana test normal; which was positive previously. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: antinuclear antibody positive; on an unknown date: antinuclear antibody normal. Hysterosalpingogram - in 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen received: uterus, cervix, bilateral tubes final pathologic diagnosis: cervix: nabothian cyst uterus: secretory phase endometrium, adenomyosis bilateral fallopian tubes with no significant pathologic findings. Gross description: the uterine part of the fallopian tubes is embedded with metallic coils bilaterally. The right gray-purple fimbriated fallopian tube: paratubal cyst present which has a greatest dimension of 0.6 cm. Cyst contains gray-green mucoid fluid. Fallopian tube lumen is pinpoint throughout with a surrounding wall thickness of less than 0.3 cm. Left gray-purple fimbriated fallopian tube ¿ pinpoint throughout with surrounding wall thickness of less than 0.3 cm.. X-ray - in 2015: total bilateral occlusion. Lot number c49141 (left) expiration date april 2017. Lot number b93880 (right) expiration date november 2016. Concerning the injuries reported in this case, the following one/ones were described in medica records: embedded device" lot number: b93880 manufacturing date: 2013-11 expiration date: 2016-11. Lot number: c49141. Manufacturing date: 2014-04. Expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the uterine part of the fallopian tubes is embedded with metallic coils bilaterally.") And pelvic pain ("pain;") in a (B)(6) year-old female patient who had essure (batch no. C49141 (left), b93880 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast disease, hyperthyroidism, allergic sinusitis, fibroids, c-section in 1994, missed abortion in 2003 and pelvic adhesions. Previously administered products included for birth control: mirena; for an unreported indication: methimazole in 2014. Past adverse reactions to the above products included adverse event with mirena. Concomitant products included dicycloverine hydrochloride (bentyl), lorazepam, omeprazole (prilosec) and sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating/digestive bloating"), 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), lymphadenopathy ("allergic or sensitivity reaction: swollen lymph nodes"), female sexual dysfunction ("apareunia;"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea;"), fatigue ("fatigue;"), abdominal pain ("gastrointestinal or digestive system condition: severe abdominal pain"), alopecia ("hair loss"), migraine ("migraines/headaches"), depression ("depression;"), rash ("rashes or skin condition"), dyspareunia ("painful intercourse"), skin disorder ("rashes or skin condition") and abdominal pain lower ("cramps") and was found to have antinuclear antibody positive ("autoimmune disorder: positive ana test") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, menorrhagia, female sexual dysfunction, vaginal haemorrhage, tooth disorder, dysmenorrhoea, fatigue, abdominal pain, abdominal distension, migraine, weight increased, depression, rash, skin disorder and abdominal pain lower outcome was unknown and the antinuclear antibody positive, lymphadenopathy, alopecia and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antinuclear antibody positive, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, lymphadenopathy, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for event bloating (B)(6) 2018; (B)(6) 2005; and (B)(6) 2015. Recently reported that ana test normal; which was positive previously. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: antinuclear antibody positive; on an unknown. Date: antinuclear antibody normal. Hysterosalpingogram - in 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen received: uterus, cervix, bilateral tubes. Final pathologic diagnosis: cervix: nabothian cyst. Uterus: secretory phase endometrium, adenomyosis. Bilateral fallopian tubes with no significant pathologic findings. Gross description: the uterine part of the fallopian tubes is embedded with metallic coils bilaterally. The right gray-purple fimbriated fallopian tube: paratubal cyst present which has a greatest dimension of 0.6 cm. Cyst contains gray-green mucoid fluid. Fallopian tube lumen is pinpoint throughout with a surrounding wall thickness of less than 0.3 cm. Left gray-purple fimbriated fallopian tube ¿ pinpoint throughout with surrounding wall thickness of less than 0.3 cm. X-ray - in 2015: total bilateral occlusion. Lot number c49141 (left), expiration date april 2017. Lot number b93880 (right), expiration date november 2016. Concerning the injuries reported in this case, the following one/ones were described in medica records: embedded device" . Most recent follow-up information incorporated above includes: on 3-may-2019: pfs+mr received: new reporters added. Plaintiff demography added. Product removal date and indication added. Events abnormal bleeding (vaginal, menorrhagia); allergic or sensitivity reaction: swollen lymph nodes,apareunia; autoimmune disorder: positive ana test; dental problems; dysmenorrhea; fatigue; gastrointestinal or digestive system condition: severe abdominal pain, bloating; hair loss; migraines/headaches; pain; psychological or psychiatric problems: depression, cramps,rashes or skin condition; weight gain were added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.